Event description:
It was reported by the aci sales professional that a (B)(6) male patient underwent a diagnostic peripheral procedure on (B)(6) 2013. Access was obtained below the iea via a 5f boston sheath. Peri-procedure the patient was anti-coagulated with 8,000 units of heparin. A pre-procedure femoral angiogram showed the vessel size >6mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that after the device was deployed, light venous pressure was held for about 6-7 minutes. Approximately 15 minutes after the device was deployed, while the patient was on the table in the procedure room, a hematoma (described as larger then a grapefruit in size) was noticed. It was noted that the patient has a hernia, therefore the blood (hematoma) pooled in the patient's scrotum. Manual pressure was applied at the access site for 2.5 hours in conjunction with a syvek patch. While the patient was in recovery, a ten pound sandbag was applied at the access site. Hemostasis was achieved at this point. The patient developed a hematoma (grape fruit size) into his scrotum post procedure. The physician had punctured the artery through the back wall on his first attempt which, he stated was the cause of the bleed. The physician said "the mynx device closed the second stick (access site) and that the patient was probably bleeding the entire procedure from the back wall stick". The patient was hospitalized for unrelated and unspecified reasons. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1230301) indicated that the device lot met all established performance criteria prior to shipment.